Event description:
It was reported that the external pulse generator was returned for repair. Follow-up attempts for additional details were unsuccessful. It subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the battery drawer, upper and lower cases, two side bail covers, ring cover, and lead flex cover were broken. Two side bails, the ring, and battery drawer o-ring were missing.